Event description:
It was reported that during the pta treatment procedure, the ultra-thin balloon dilatation catheter could not be deflated. The balloon wa advanced to the target lesion and inflated with no difficulties. Following inflation the balloon could not be deflated. Attempts to deflate the balloon using a 60 cc syringe were unsuccessful. The device was pulled back through the sheath and removed successfully. The patient was reported to have no injuries or complications.